Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.1, 1.4, lab: 1.2. Date: (B)(6) 2010, inratio: 1.6. Started on coumadin 2 weeks ago; last dose of lovenox was yesterday morning. User advised that lovenox is a known interference; must wait at least 24 hours before testing on inratio meter.